Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that "cloudy occurred : on the device. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: it was reported that the issue was identified in the middle of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the universal cable was scratched, the electrical contact in the video connector was dented, the video connector cover was cracked, the insertion tube was dented, and there was corrosion in an internal component. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.